Event description:
A customer contacted beckman coulter inc. (Bci) regarding troponin (accutni) results, in the risk stratification range, generated by the unicel dxc 600i synchron access clinical system for one patient. The results were reported out of the lab. Repeat testing on a different instrument and subsequent samples resulted lower in the risk stratification range and in the normal reference range. Customer has not received any reports of injury or change to patient treatment for this event.

Manufacturer narrative:
The specimen was lithium heparin plasma with a gel barrier. Samples are centrifuged, aliquoted, centrifuged again. The customer then inspects the sample for fibrin prior to aspirating the sample for analysis. Qc was within customer's established ranges prior to the event. A field service engineer (fse) performed a high sensitivity (hs) system check, which failed. The fse performed a major preventive maintenance (pm) and found buffer in the wash carousel causing mixing issues. After the pm, fse repeated the hs system check which met specifications. Although hardware issues were addressed, no clear root cause could be determined for this event.